Event description:
Rec'd information regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose level was 427 mg/dl. The customer was able to reload cartridge successfully and resume insulin delivery.

Manufacturer narrative:
No product returned for eval. Should new relevant information become available, a follow up supplemental report will be submitted.